Event description:
The complainant has reported that a male pt (age unk) underwent a therapeutic gastroscopy for hemostasis in the duodenum in 2006. The clinician was not able to successfully deploy the resolution clip device. "The clip was released inside the channel operator" and would not release in the duodenum. The gastroscope was "strongly twisted". There was no reported complication or ill effect sustained by the pt. Please note associated medwatch reports 6000048-2006-00387, 00388, & 00390.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.